Event description:
It was reported that during service evaluation the device cannot start correctly due to software file on the main board saved. Also battery cannot be recharged, is not able to generate and control negative pressure and does not generate alarms under expected alarms conditions. No case involved.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02157. All further communication for this event have been managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.